Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right atrial (ra) lead was not capturing. When the device (model/serial (B)(4)) was programmed to a higher output, the surface ECG revealed ventricular capture, thus leading to a suspicion that the ra lead had dislodged. Further, a shock had been recorded in the device's arrhythmia logbook, and in this episode, it seemed that since there was no atrial signal, the shock therapy was initiated because the rhythm was seen to have a higher ventricular rate than the atrial rate. The device was programmed to vvi mode to turn off all atrial functions. The patient was scheduled to have a revision procedure to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a revision procedure has taken place. This lead was easily explanted after retracting the helix, and pulling with moderate force. The physician requested an active fixation lead (model/serial 4096/(B)(4)) but tried ten positions with the no result for pacing and sensing measurements. He explained that this behavior is a result of the patient having silent atrium with persistent atrial fibrillation and a signal amplitude well below the maximum sensitivity threshold. The physician decided to implant a passive lead in case the atrial fibrillation is present to convert it to sinus rhythm in the future. No adverse patient effects were reported after the procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned, with the stylet. Setscrew marks were noted on the terminal pin. The outer insulation was separated at the bond point between the insulation and the proximal end. The inner insulation was torn around the circumference. There were also a few cuts in the insulation. The conductor coils were stretched. The top portion of the lead was pulled inside of the next insulation. A resistance tests were conducted to measure electrical continuity, and measurements throughout these tests were normal. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information is expected with regard to this issue. This investigation will be updated should additional information become available.